Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch has a short circuit. As stated on the independent repair statement, performance verification done: on start up would not alarm and replaced the power switch.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.